Event description:
It was reported that an intraocular lens (iol) was fully inserted but was removed during the same procedure because there was iol torn, folding issue. Then iol was replaced and procedure was successfully completed with back-up iol. No other information was provided.

Manufacturer narrative:
Patient info: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter: email address: unknown/not provided. Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.